Event description:
It was reported the current battey voltage measured 2.62 volts and it had previously been 2.92 volts. Review of actual device data indicated the battery voltage to be between 2.88 and 2.9 volts. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.62v and the daily measurement was 2.88v.

Event description:
It was reported the current battey voltage measured 2.62 volts and it had previously been 2.92 volts. Review of actual device data indicated the battery voltage to be between 2.88 and 2.9 volts. No patient complications were reported as a result of this event. Additional information received indicated a recent battery voltage measured 2.71 volts and review of actual device data showed a value of 2.9 volts on the same date.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance datacollected from the device and have analyzed the data. On 12 feb 2010, the battery voltage with telemetry was 2.62v and the daily measurement was 2.88v.